Event description:
It was reported that for the reduction forceps with serrated jaw-ratchet 144mm, the tip of the clamp is broken off. The item was found after cleaning. No case or patient involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: the returned device was received with one of the distal tips broken off approximately halfway into the serrated portion. The break is located between the 6th and 7th teeth and the fracture face appears homogenous. The broken portion was not returned. There are dents on the remaining distal tip. The balance of the device is in good condition and functions as intended. Thus, the complaint condition is confirmed but cannot be replicated as the device is already broken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one small hexagonal screwdriver, with holding sleeve (part number 314.02, lot number 2075.1) and one forceps for broken screw removal (part number 398.65, lot number 2041) were received with the complaint category of ¿broken: postoperatively.¿ one reduction forceps with serrated jaw, ratchet, 144mm (part number 399.99, lot number a7da21) was received with the complaint category of ¿broken: tip broken postoperatively.¿ one reduction forceps with points, ratchet (part number 398.41, lot number 4661451) was received with the complaint category of ¿does not will not function: loose.¿ one flexible shaft connector for use with jacobs chuck (part number 351.16j, lot number 5124519) was received with the complaint category of ¿missing components/feature.¿ the complaint conditions are all confirmed. The forceps for broken screw removal was repaired, passed synthes final inspection and returned to the customer on 6-may-2015. The remaining four parts were returned to the chu and were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint conditions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: lot a7da21: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the tip of the clamp was broken. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.